Manufacturer narrative:
Concomitant medical products: product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead, product ID: neu_unknown_lead. (B)(4).

Event description:
The patient's health care professional reported that patient noted the implantable neurostimulator (ins) was not working/responding at today's appointment. It was indicated that when the patient was seen 1.5 weeks earlier, the patient did not mention this issue. No patient symptoms were reported. Troubleshooting could not be performed as the hcp did not currently have access to the patient/system. It was requested to have the patient call the manufacturer for troubleshooting. Follow-up is being conducted to determine if troubleshooting was performed, any actions/interventions taken, cause of the issue, and if the issue has been resolved. Once received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) would no longer recharge and would not hold a charge. It was noted that the ins battery depleted prematurely. The patient noted that they had never gone more than 3 months without charging. No revision had been scheduled. The patient was indicated for lumbar radiculopathy.